Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that during the pre-discharge check of this atrial lead, there was no capture, no sensing and an x-ray confirmed that the lead had dislodged. The lead was successfully repositioned. No adverse patient effects were reported. The lead remains actively implanted and no other adverse events have been reported. This product issue will be re-evaluated if additional details are received. The implant date was not provided.